Event description:
The needle broke from the handle and would not retract, sticking out of the sheath. Used a new needle to complete the procedure. A selection of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The incident meets criteria for FDA MDR reporting based on the reporting precedence established for this product family for needle breakages and for needle non retraction regardless of the patient outcome. This complaint is related to an echo-hd-19-c device of lot# c846699. The echo-hd-19-c device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would also result in the difficulties experienced by the customer in retracting the needle. However, as the conditions of devices usage cannot be replicated during the laboratory evaluation it is not possible to conclusively state if this is the cause of the complaint. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspection checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for echo devices of lot# c846699 did not reveal any discrepancies that could have contributed to this complaint issue. The note section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and no section of the device remained inside the patient's body. The physician used another new needle. Complaints of this nature will continue to be monitored for potential emerging trends.